Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient was scheduled for pocket revision due to infection. However, the physician found the infection to be big enough; thus, system extraction was opted. There were no additional adverse patient effects reported. The pacemaker was explanted.